Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard." Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol composix kugel. The patient is making a claim for an adverse patient outcome against the composix kugel . The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol composix kugel. The patient is making a claim for an adverse patient outcome against the composix kugel. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of composix kugel mesh. Per operative notes, ¿the loop of bowel encountered was near the umbilicus. A medium composix kugel mesh was placed in the peritoneum and secured it with suture.¿ (B)(6) 2018 - patient was diagnosed with infected abdominal wall mesh thereby underwent laparoscopic repair with the removal of mesh. Per operative notes, ¿multiple intraabdominal adhesions were noted and these were taken down. Appeared to be purulent material which drained out from the mesh into the upper abdomen. The mesh was convoluted and folded on itself. The mesh was excised completely.¿ attorney alleges that the patient had abscess, adhesions, bowel obstruction, mesh shrinkage, seroma, infection, fistulae, pain and emotional injuries. It was also alleged that the patient had additional surgeries to repair the hernia, remove the mesh, and treat the infection, permanent and severe scarring and disfigurement.

Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 8 years 8 months post implant of composix kugel mesh, patient was diagnosed with infection, adhesions, purulent discharge & mesh deformation thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list infection and adhesions as possible complications. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device.". Note, the manufacturing date (15-jan-2009) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.